Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device was running intermittently. A functional assessment was performed and it was discovered that the device had corrosion on the contacts. It was determined that the corrosion on the contacts could have cause intermittent battery contacts. Therefore, the reported condition was confirmed. The assignable root cause was determined due to immersion during cleaning, which is failure to follow the directions for use and which is misuse, abuse and/or possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery casing device had intermittent battery contact. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown; however, it was stated that the event occurred on approximately (B)(6), 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.